Event description:
It was reported to philips that the device experienced shock equipment malfunction. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced shock equipment malfunction. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the therapy pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca for a quote was provided for replacement. The device remains at the customer site and no further evaluation is warranted at this time.